Manufacturer narrative:
Additional information in d10 and g1 (contact office name)d10 - date returned to mfg: 7/30/2020h10: the device was received for evaluation. Device passed self-test and preventative maintenance testing. Log review was performed and showed the auto programmed infusion started correctly at the programmed rate of 11 ml/hr. The keypress logs show that the device was manually reprogrammed to a new rate of 50 ml/hr. Since the rate change was programmed manually, investigation concluded that the pump performed correctly and the rate change was due to operator action.

Manufacturer narrative:
The device involved in the event has not been received for additional evaluation. As additional information is received, a supplemental report will be issued.

Event description:
The customer reported that a plum 360 had delivery issues. The date of the event is unknown. It was further described that a nurse had an issue with tpn and lipids not infusing at the correct rate and stating that the rate was updated on its own. When the nurse scanned the pump, it set to give as a piggyback instead of concurrent. There was patient involvement but no report of patient harm, medical intervention, or delay in therapy.